Event description:
It was reported there was a hole in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 27mm watchman laa closure device & delivery system were used. The closure device was deployed and implanted successfully. When the delivery system was being removed from the patient, it was noted there was a pinhole near the proximal end. There were no patient complications.

Event description:
It was reported there was a hole in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 27mm watchman laa closure device & delivery system were used. The closure device was deployed and implanted successfully. When the delivery system was being removed from the patient, it was noted there was a pinhole near the proximal end. There were no patient complications. Device evaluated by MFR: returned product consisted of a watchman delivery system. The implant was not received with the device and the device was bloody. The tip, sheath, hypotube and core wire were microscopically and visually inspected. Inspection revealed tip damage (tricuts flared), a perforation in the sheath located 19 mm from the strain relief, and with a kink in the sheath 18 mm from the strain relief. The perforation in the sheath aligned with the distal edge of the hypotube, where the hypotube/core wire meets. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 08:15 am CT. The report number is being corrected from: 2134265-2018-64086 to: 2134265-2018-63493.